Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the cgm displayed showed around 40 mg/dl then persistent ¿low¿. Believing she was hypoglycemic, she attempted to correct by administering bolus doses (not clarified what this specific treatment was) without initially verifying via bgfs. During this period, she began experiencing symptoms of shakiness and difficulty breathing, prompting her to pull over and check her glucose manually. At that time, her bgfs showed significantly elevated glucose levels, later rising to approximately 520 mg/dl, while the cgm remained stuck on ¿low,¿ confirming a mismatch during the symptomatic episode. As her condition worsened, she called emergency medical services (ems) at around 2:30 pm and they transported her to the hospital, where she reported that the cgm continued to display ¿low¿ for approximately 5¿8 hours. The patient stayed at the hospital until 8:00 pm the same day, on (B)(6) 2026. There was no treatment information provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.